Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis confirmed that the reported inability to communicate with the device in the laboratory was due to low battery voltage. The device was tested on the bench and excessive current draw was noted. The cause of the excessive current draw was traced to an anomalous component on the hybrid. (B)(4).

Event description:
It was reported that the patient presented in hospital for routine follow-up. The implantable cardioverter defibrillator could not be interrogated. The patient felt sick and fatigued during device interrogation. The device was explanted and replaced on (B)(6) 2015. The patient was doing well post procedure.